Event description:
Inadequate staple line with each attempted firing of multiple devices. Dr attempted to over sew the staple lines and did not achieve effective results. Each consecutive examination with sigmoidoscope resulted in bubbling and evidence of remaining non-continuity of staple line.